Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the d4 section, to provide an update to the h3 section and to provide the completed investigation results. In the initial report it was inadvertently reported that the d4 section lot number was unknown. H6 - results - 3211 is based upon evaluation of user facility information & the returned sample; 213 is based upon dimensional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was received. No hemostasis sheath was returned. No other accessory components were returned. Visual inspection revealed that the device cap was found to be in the forward lock position. The bypass tube was found protecting the anchor of the carrier tube assembly at its correct manufacturing location. Microscopic analysis revealed that there was a kink identified at the adjacent to the proximal part of the bypass tube. The collagen had expanded from the slit due to contact with the blood. There was no damage noted to the bypass tube. No other visual anomalies were noted with the device. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.080'' which was within the specification of 0.080'' +/- 0.005. All measurements were found to be within the manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the cause of the kink in the carrier tube was the attempt to insert it into the hemostasis sheath by holding the hub. Fast insertion without proper mating between the valve and bypass tube or off-axis forces during insertion may also lead to kinking of the carrier tube. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to place the angio-seal sheath and it would not fully advance into the artery. The doctor did not use ultrasound for access, however did stress that she gained access above the previous access site (just not sure how far proximal). The doctor closed the access site with vascade successfully. The patient was in stable condition. There was no patient injury/medical or surgical intervention. Additional information was received 22january2020: the type of procedure being performed was a heart cath using a 6fr procedural sheath. Hemostasis was achieved with the vascade device. Additional information was received 04february2020: the hemostasis sheath would not fully advance into the artery.